Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose after eating brunch that included high carbohydrate food, and the patient did not perform a meal announcement; the patient treated the event with oral glucose, specifically two juice bottles and an apple. Symptoms included with anxiety and muscle weakness associated with hypoglycemia. Outcomes included classification as a serious injury/illness/impairment and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.